Event description:
Reported as "pre-operatively, the pt clearly had a leaking system so facility chose to replace the entire system with a new band and port. It seems that there is a tiny leak somewhere in the system".